Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2010, the patient was emergently hospitalized for acute coronary syndrome. On the same day CT images were taken and no issues were observed around the device or the aneurysm and the pau. Subsequent follow-up imaging showed no issues, with shrinkage of the aneurysm to 53 mm; however on (B)(6) 2011, the patient was examined for a possibility that the descending aorta might compress the esophagus. On (B)(6) 2011, the patient presented with (B)(6). On (B)(6) 2012, two year follow-up imaging revealed that the aneurysm diameter enlarged to 59 mm. No endoleak was reported, and the cause of the aneurysm enlargement was reportedly unknown. On the same day the patient was hospitalized due to the aneurysm enlargement. The patient also had a fever, and bleeding from the digestive tract. It was reported that there was no sign of infection at this point. On (B)(6) 2012, CT images were taken, and no issues were observed. However infection of the device was suspected. On (B)(6) 2012, endoscopy was performed, and no fistula was observed at the esophagus and colon. It was also reported that the patient presented with black feces. On (B)(6) 2012, blood culture was performed and confirmed (B)(6) caprae. The physician strongly suspected device infection. On (B)(6) 2012, CT images were taken, and air was confirmed around the device due to the device infection. The physician indicated that cause of the infection might be the bleeding from the digestive tract. No additional procedure was planned as the patient's condition was poor due to bleeding from the digestive tract and the poor heart functionality. The patient was treated with antibiotics (detail of the antibiotics unknown). On (B)(6) 2012, the patient expired due to rupture of the thoracic aortic aneurysm. The patient's death was device-related, and no autopsy was performed.

Event description:
See report for additional event description

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. UDI: (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tg3420/06469199) to repair a descending thoracic aortic aneurysm and penetrating aortic ulcer. No issues were reportedly observed, and the patient tolerated the procedure. On (B)(6) 2009, the patient was discharged from the hospital. Subsequent follow-up imaging showed no issues, with shrinkage of the aneurysm to 53 mm; however on (B)(6) 2012, two year follow-up imaging revealed the aneurysm diameter measured 59 mm. No endoleak was reported. The cause of the aneurysm enlargement was reportedly unknown. The physician elected to monitor the patient. On (B)(6) 2012, the patient expired due to infection of stent graft. No further information has been received.